Manufacturer narrative:
Insulin pump was received with operating currents within spec. Insulin pump passed rewind/prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump alarmed pump error during self-test and pump error confirmed in the formatted history with variable, problem isolated to the keypad anomaly. Pump was returned for power error. The power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root-cause is the non-sleep anomaly software error. Insulin pump was received with cracked keypad overlay at select button. Insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump power system error. The customer's blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.